Manufacturer narrative:
Updated fields: b4, d4 (exp date and UDI), d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected field: d4 (lot). The fiber optic sensor was discontinued and monitoring was switched to an arterial pressure source, after which no further issues were observed.

Manufacturer narrative:
Updated fields: h3, d9, b4, g3, g4, g6, h1, h2, h6, type of investigation findings component codes investigation conclusions h11. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath the returned sheath was not a maquet product a kink was found on the catheter tubing near the y fitting approximately 765cm from iab tip additionally the optical fiber was found to be broken within the membrane approximately 213cm from iab tip. The optical fiber was found to be broken confirming the reported problem we are unable to determine when this may have occurred a lot history record review was completed for the reported product no nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile the IFU addresses the reported failure there were no ncmrs identified which could cause or contribute to the reported failure the investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit the complaint history review did not identify an adverse trend increase in number of complaints over past three 3 months based on the rational provided above no escalation to the CAPA process is required. The optical fiber was found to be broken confirming the reported problem we are unable to determine when this may have occurred.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: d4 (UDI, catalog, lot). The UDI, catalog and lot number were incorrectly submitted in the previous MDR (2248146-2025-0000807). The fields were corrected inthis follow up.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field h6 medical device problem code.

Event description:
N/a.

Manufacturer narrative:
Additional information: due to characterization limit e1 event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that sensation plus 50 cc notified a fiber-optic sensors failure alarm. The issue occurred during use. No harm or injury to the patient was reported.